Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9,g3, g6, h2, h3, and h11. This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes, and recovery was achieved. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a coronary angiogram (cag). There were no visible signs of device or package damage prior to use. The physician was certified in the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. The patient¿s body habitus was a little thin. Button one was fully depressed. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button #1 and button #2 were fully depressed with the clock symbol visible in the tension indicator window, and the balloon was completely withdrawn into the tamp tube. The syringe was not returned, and the stopcock was set in the open position. The procedural sheath was not received. Also, the sealant was not returned with the device. No damages or anomalies were observed to the returned device, and no other outstanding details were observed. A simulated deployment test was not performed on the returned device per the mynx control IFU because the unit was returned fully deployed with the balloon completely withdrawn into the tamp tube. To perform the functional test, the unit must be in its manufactured condition to simulate the deployment process. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (if the patient had a shallow vessel depth, which can occur with thin patients) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 5f mynx control vascular closure device (vcd), the sealant came out together. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach with a 5f non cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient's body habitus was a little thin. Button one was fully depressed. The device will be returned for evaluation.